Manufacturer narrative:
H3. Analysis of the pump serial number (B)(4) found no anomaly.

Event description:
A pump problem was reported. The pump was read and the last change recorded was (B)(6) 2013. It was though that the pump was being removed due to damage as a result of not being filled for so long. Logs indicate an empty reservoir alarm occurred (B)(6) 2013. The patient¿s pump and catheter were being removed. Additional information received reported the patient was non-complaint in getting his pump refill many months prior. The pump had not been utilized in over 1 year. The patient requested device removal. The patient had no injury. The patient¿s status after the device removal was recovered without sequela. The pump was used to infuse hydromorphone. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter . (B)(4).